Event description:
Injections started (B)(6) 2016 and continued for 3 weeks. Each week having bad pain right knee. Was told it takes time to notice improvement. No improvement has ever happened. Still no relief at the injection site. Constant pain. (B)(6). Dose or amount: 1 injection, frequency: weekly, route: 3 weeks. Dates of use: (B)(6) 2016. Reason for use: arthritis in knee.